Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm. Upon attempting to change the battery, the customer noticed water inside the compartment and a crack on the outside of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Troubleshooting was performed for damage and the customer noticed a crack. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts are not damaged. The customer reported that the battery compartment is damaged. Troubleshooting was performed for fluid in the pump, and the customer stated that the pump was exposed to moisture. Fluid is present in the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed batt test were found on 07/02/2025 14:42:45.000 and 07/02/2025 14:48:17.000 found in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, broken battery tube threads and cracked case (battery tube). Failed battery test was not confirmed during testing. Cosmetic damage at the battery tube side was confirmed. Exposed to moisture confirmed at the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.